Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and snaplock adapter with no relevant findings. The customer reported that the snaplock adapter disconnected from the catheter. The customer returned one snaplock adapter and one flat filter (reference files (B)(4)). The returned components were received connected together. The returned components were visually examined with and without magnification. The snaplock adapter appears typical with no defects or anomalies observed. The flat filter appears typical with no defects or anomalies observed. A functional leak test was performed on the returned sample per (B)(4); rev. 5. A lab inventory epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester ((B)(4)) and other remarks: the pressure was increased to 25 psi for 30 seconds. No leaks were detected and the components remained secured. A functional spo test was then performed per (B)(4) section 6.7; rev 5. The proximal end of the epidural catheter was re-inserted into the snaplock adapter until it bottomed out and the snaplock adapter was locked. The components were confirmed to be secured by tugging gently on the catheter. The components were then left to sit for 72 hours in the locked position. After 72 hours, the snaplock adapter was confirmed to have remained securely locked with the catheter inserted. No functional issues were found (reference files (B)(4)). No corrective action needed at this time since no functional issues were found with the returned snaplock adapter. The reported complaint of the snaplock adapter disconnected from the catheter could not be confirmed through functional testing of the returned snaplock adapter. The snaplock adapter was secured to a lab inventory epidural catheter and passed the functional tests performed including a spontaneous partial opening (spo) test. There was no problem found with the returned snaplock adapter.

Event description:
The catheter came off the snaplock adapter during use. A new kit was opened and the catheter was replaced. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device has been returned but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter came off the snaplock adapter during use. A new kit was opened and the catheter was replaced. The patient's condition was reported as fine.